Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After, the lss noise and oversensing occurred. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) recemmended evaluating the lead. Subsequently, a revision procedure occurred and the rv lead was surgically abandoned and replaced. The crt-p remains in service. No additional adverse patient effects were reported.